Event description:
The customer reported that less than 5 ml of fluid was dripping from the probe wipe or probe wipe area on the blood sampling valve (bsv) of the lh 500 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. The customer was not running patient samples when the leak was observed and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer cancelled the service call and a beckman coulter field service engineer (fse) was not dispatched for this event. The customer stated that the knob holding the blood sampling valve (bsv) on the shaft was loose causing the leak. The customer proceeded to tighten the knob down to resolve the issue. Failure mode of the leak is attributed to a loose bsv knob and the customer tightened the knob to resolve the leak. Beckman coulter internal identifier for this report is (B)(4).